Event description:
According to the literature, a study compared outcomes of patients who underwent laparoscopic and open gastric cancer surgery with lymph node dissection since 1992. There were 62 patients in the study with 31 patients in each group. The reconstruction of the esophago-jejunostomy with a 25mm circular stapler device was performed in 22 patients in the open group and 3 patients in the laparoscopic group. There was one death within 30 days due to a surgical complication in the laparoscopic group. No additional information was provided and it is unknown if the device was used in this patient.

Manufacturer narrative:
Title: east meets west: the initial results of laparoscopic gastric cancer resections with eastern principles in a single western centre ¿ a propensity score-matched study source: langenbeck¿s archives of surgery (2021) 406:2699¿2708 https://doi.org/10.1007/s00423-021-02283-w received: 29 march 2021 / accepted: 15 july 2021 © the author(s), under exclusive licence to springer-verlag gmbh germany, part of springer nature 2021. If information is provided in the future, a supplemental report will be issued.